Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v508243, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported needing MRI compatibility information as they needed to have an MRI of the left hip to see if she had a spinal infection. The implant was located on the left hip. It was asked several times if the MRI was related to the implant and the patient did not seem to understand the question. General MRI guidelines were reviewed and the patient was advised to have the healthcare provider (hcp) call for more information. Additional information received from the patient reported that she broke her back in 2014 and one previously to that. She had 17 fusions throughout history. A CT scan was done 2 weeks prior to this report on the back. Their spine was burning. A bladder infection was mentioned. Relevant medical history included interstimulation-other. Follow-up was performed to determine what actions were taken to address the reported issues, if there was any relation to the device/therapy, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they went to the hospital and got a CT scan. The hospital said that the patient needed an MRI and sent the patient home saying nothing more could be done for the patient because of the implant. The patient's back was broken again. The health care professional (hcp) now said that they had kyphosis (severe) and they were on oxygen. They did not know what was causing this new problem and they would not operate for the past problem. The patient was suffering. The spinal infection and bladder infection had not been resolved. The hcp did not want to operate because the patient was a high risk of dying. The bladder infection was continuous from the self-catheterization 2-3 times a day. It was gone now but the burning in the bones and in the spine from tail bone to neck was worse than ever. The patient was suffering severely but unless they could do an MRI, they cannot see what was causing the problem. If additional information is received, a follow-up report will be sent.